Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. The customer reported issue was replicated/confirmed. Failure analysis found the primary failure of broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.209" x 0.673" was found to be broken off. The broken piece was returned. The root cause of broken instrument grips tips is typically attributed to the mishandling/misuse, such as excess force applied to the instrument jaws. A review of the instrument log (attached) for the cadiere forceps (471049-07/ 102010120110) associated with this event has been performed. Per logs, the cadiere forceps (471049-07/ 102010120110) was last used on 6/3/2021 on system sk3152. The alleged instrument had 9 lives remaining.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one side of the 8mm cadiere forceps broke off inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. Intuitive surgical, inc. (Isi) received the uf/import report#: (B)(4) stating: "the procedure performed was an xi assisted laparoscopic paraesophageal hiatal hernia repair. Xi cadiere forceps were among instruments used during the case. During use of the cadiere forceps, half of the forceps tip broke off inside the patient. The surgeons in the console retrieved the broken piece with another robotic instrument. With the assistance of an 11mm port, the intern at bedside used a laparoscopic grasper to pull the broken piece out of the abdomen. The intern then removed the broken cadiere forceps from the abdomen and the robot arm. The instrument and broken piece were taken off the sterile field and sequestered to return to the company. Console surgeons examined the abdomen and confirmed no remaining pieces."